Event description:
Report from the USA stating the device had cord damage. The device was not used in surgery. It is unk if injuries or medical intervention occurred. No add'l info available.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of a damaged hose was confirmed. Device was repaired and passed all tests. If add'l info is rec'd, a supplemental report will be sent. (B)(4).